Manufacturer narrative:
The insulin pump was received with a glued in place retainer ring. The pump was also received with a missing reservoir tube o-ring, a partially broken off piece, a cracked reservoir tube lip, a cracked case on the back of the battery tube area, cracked battery tube threads, a cracked keypad overlay at the select button, a minor scratched lcd window, a scratched case, and a scratched keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring from the reservoir came loose on the insulin pump. Customer will be sent a replacement and return the pump for analysis.